Event description:
It was reported that the surgeon inserted an micl13.2 implantable collamer lens and determined it was too long for the patient's eye. The lens was removed immediately and exchanged for a shorter lens without any patient injury.

Manufacturer narrative:
A work order search was conducted, and there were no similar records found within the work order.